Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a blood loss event occurred due to line separation, specifically on the line used for heparin infusion. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.